Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the return of the patient¿s symptoms and planned device explantation was possibly due to the high impedances but ultimately the cause was not determined.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0lw7m, implanted: (B)(6) 2014, product type lead.

Event description:
Patient reports interstim "worked well for a year and then 2 years ago leaking came back". When patient tried turning up the amplitude on their device, they could not feel anything even at high amplitudes. Patient did not elect to have an office visit at that time. They just "managed". Impedance testing (today) revealed all but one electrode combination give impedance readings above 4000 ohms. Attempted to "program around" the impedances, patient reported intermittent stimulation at an amplitude of 3.0v when using one certain combination (c+, 0-), however the intermittent nature of the sensation was not ideal and ultimately it was decided to turn device off, complete voiding diary for 5 days, and schedule for a full system surgical replacement. Surgery date was not yet scheduled, but will be soon. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.